Manufacturer narrative:
The astral device was returned to resmed. Evaluation of the device confirmed the reported unresponsive touchscreen and was unable to confirm the reported multiple safety reset alarms. However, review of the device data logs revealed total power failure alarms. The touchscreen was recalibrated to address the reported unresponsive touchscreen. The device was serviced and fully tested before it was returned to the customer. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported unresponsive touchscreen was due to a manufacturing issue while total power failure alarms were due to an intermittent connection with the battery. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed multiple safety reset alarms and had an unresponsive touchscreen. There was no patient harm or serious injury reported as a result of this incident.